Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s implantable neurostimulator (ins) battery had become too superficial to the skin along with being painful at the site for them. Per the physician, the patient had lost weight as a factor that may have to the issue. No troubleshooting and/or diagnostics were performed. No surgical intervention had been performed at the time of report but procedure was scheduled for (B)(6) 2018. Relevant medical history included overactive bladder. The patient status was noted as ¿alive ¿ no injury¿. Follow up information received from the manufacturer¿s re presentative on (B)(6) 2018 reported that the patient lost about 30 pounds and subsequently had pain at the ins site. Per the patient, this had occurred for the last 3-4 months with things being a lot worse in the last 4 weeks. The patient presented on today for a pocket revision where the surgeon placed the ins deeper. Relevant medical history included overactive bladder. It was noted that the patient had allergies to tramadol, sumatriptan, and pregabalin. There were no further complications reported or anticipated.